Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 805:01. Baxter's review of the device event history determined the reported condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.